Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red with some itching. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed la roche posay ointment for the rash. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.